Event description:
During a normal device eri change-out, externalized conductors were observed via review of fluoroscopy. Electrical testing of the lead was normal. The physician opted to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.